Event description:
It was reported that the head of the probe broke off in the pt's knee joint. The piece was recovered successfully. It is unclear whether or not the procedure was completed with another super 90-s probe.

Manufacturer narrative:
Additional information will be provided once investigation is completed.